Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. After pre-dilatation was performed with a 2.5mm non-bsc balloon catheter, a 2.25 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Subsequently, a non-bsc guide extension catheter was used and the device was advanced again but it still failed to cross the lesion. The device was removed from the patient and a part of the stent struts were found to be twisted and lifted. The procedure was completed with a 2.5mm synergy¿ drug-eluting stent. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that the device was returned loaded over a 6fr guideliner. On first 3 distal rows, stent struts were lifted and stretched in a distal direction. This damage most likely occurred during withdrawal attempts after the stent had failed to cross the lesion and further damage occurred on the most proximal rows where stent struts were bunched, pushed distally and stent struts were overlapping. This further damage to the stent most likely occurred when the stent was being withdrawn from the lesion site and pulled back into the guide catheter then the stent interacted with the guide catheter. The undamaged section of the crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded on the distal balloon cones and were not subjected to positive pressure. The tip was visually and microscopically examined and no signs of damage were noted. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.the investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. After pre-dilatation was performed with a 2.5mm non-bsc balloon catheter, a 2.25 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. Subsequently, a non-bsc guide extension catheter was used and the device was advanced again but it still failed to cross the lesion. The device was removed from the patient and a part of the stent struts were found to be twisted and lifted. The procedure was completed with a 2.5mm synergy drug-eluting stent. No patient complications nor injuries were reported.